Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass, the tip broke off during cleaning. No piece fell into the patient as it happened at the prep table. Used a second device to complete the case. No patient consequence.